Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings. Customer stated that they woke up with blood glucose readings of 248 mg/dl and two hours after a meal they were 459 mg/dl. Customer took 5 units of insulin with the insulin pump and the blood glucose readings are now 477 mg/dl. Customer reported symptoms of nausea and headache. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. The cannula was noted to be bent. Customer stated that they have treated with a syringe and the blood glucose readings at the end of the call were 430 mg/dl. No further information reported.